Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco® hypodermic needle-pro® needle became loose and remain in the patient's arm after vaccination. It was noted that the needle must be removed from there separately. No permanent injury was reported. See MFR: 3012307300-2016-00662.